Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke into pieces') and device dislocation ('moved all over-one big piece is so high its not in my pelvis anymore') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and temporomandibular joint syndrome ("tmj problems/I had severe tmj pain year ago (before essure)"). At the time of the report, the device breakage, device dislocation and temporomandibular joint syndrome outcome was unknown. The reporter considered device breakage, device dislocation and temporomandibular joint syndrome to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: tmj problems/I had severe tmj pain year ago (before essure), device breakage, device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure broke into pieces') and device dislocation ('moved all over-one big piece is so high its not in my pelvis anymore') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and temporomandibular joint syndrome ("tmj problems/I had severe tmj pain year ago (before essure)"). At the time of the report, the device breakage, device dislocation and temporomandibular joint syndrome outcome was unknown. The reporter considered device breakage, device dislocation and temporomandibular joint syndrome to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: tmj problems/I had severe tmj pain year ago (before essure), device breakage, device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event essure broke into pieces , moved all over-one big piece is so high its not in my pelvis anymore were added. New reporter were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.